Event description:
During a follow up, it was reported that the right atrial (ra) lead was dislodged. The dislodgement was confirmed via diagnostic imaging. The ra lead was explanted to resolve the event and the patient was stable.